Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii leakage of biohazard not contained within instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported by the customer wash tower overflowing. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Non-biohazard. Did biohazard leak before or after waste line? Was the waste mixed with decontamination/bleach? Was the customer/bd personnel physically in contact with the fluid? No. Where did the physical contact of fluid occur? What personal protective equipment was being used during the occurrence? Was there any impact to patient samples due to leak? Was customer/bd personnel harmed/injured? What is the current medical status?

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. The leakage was discovered to be non-biohazardous and therefore, is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii leakage of biohazard not contained within instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported by the customer wash tower overflowing. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained . 3) was there spray of liquid under pressure? No . 4) what was the fluid that leaked? Non-biohazard. 5) did biohazard leak before or after waste line? 6) was the waste mixed with decontamination/bleach? 7) was the customer/bd personnel physically in contact with the fluid? No 8) where did the physical contact of fluid occur? 9) what personal protective equipment was being used during the occurrence? 10) was there any impact to patient samples due to leak? 11) was customer/bd personnel harmed/injured? 12) what is the current medical status?

Manufacturer narrative:
H.6 investigation summary (B)(4) pn: 647205 spaiii sn: x0231 date reported: 06/01/2022. Investigation summary: scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: tower is overflowing non biohazard fluid (damaged probe). Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 01jun2021 to date 01jun2022 (rolling 12 months). Complaint trend: this is the only complaint related to the reported complaint. Date range (date of incident to 12 months back) from 01jun2021 to date 01jun2022 (rolling 12 months). (B)(6) (this complaint). Investigation result / analysis: per call report: customer called in and said they found the issue. Their probe was bent and when they changed it out it corrected the issue with the tower overflowing non biohazard fluid. Ok to close case. Sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. Service max review: review of related work order# - wo was not issued. Install date: (B)(6) 2012. Defective part number: probe part number not reported. Work order notes: subject / reported: tower is overflowing non biohazard fluid; problem description: fluid leak; cause: bent probe; work performed: replaced probe; solution: replaced probe. Returned sample evaluation: did not request return of damaged part. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 03 was reviewed. Hazard(s) identified? Yes no. Hazard ID: 3.1.5_. Hazard: probe damaged does not effectively pierce sample tube. Severity: 3. Probability: 1. Risk index: 3. Implementation: bd facs sample prep user¿s guide__. Risk control:_acceptable___. Mitigation(s) sufficient yes no. Root cause: based on the investigation result and the fse¿s report the root cause was a damaged probe. Conclusion: based on the investigation results and the call report the complaint was confirmed for tower overflowing. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. There was no impact to the patient health or safety.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii leakage of biohazard not contained within instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported by the customer wash tower overflowing. 1) was the leak liquid or air? Liquid . 2) was the leak contained within the instrument? Not contained . 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Non-biohazard. 5) did biohazard leak before or after waste line? 6) was the waste mixed with decontamination/bleach? 7) was the customer/bd personnel physically in contact with the fluid? No. 8) where did the physical contact of fluid occur? 9) what personal protective equipment was being used during the occurrence? 10) was there any impact to patient samples due to leak? 11) was customer/bd personnel harmed/injured? 12) what is the current medical status?